Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented for follow-up, externalized conductors were noted on the rv lead via fluoroscopy. The patient's condition was good after event. Patient to be monitored via follow-up.